Event description:
The patient has been implanted since 2011. The patient recharges his implantable neurostimulator (ins) regularly every wednesday and sunday from 75% to 100%, further stated that his recharge habits have been meticulous. The patient has meticulously maintained his ins since implant, has ran the stimulation 24/7 for almost four years (stimulation was on for all but two hours). The patient stated that his last recharging session was on (B)(6) and he recharged to 100%. On (B)(6) the ins discharged totally and turned off. Before this occurred the estimated battery discharge rate from 100% to 0% would take 7.2 days, but after this occurred the battery discharge rate sped up to just 2.7 days. The reason was not known. It was suspected that the ins unexpectedly went into sleep mode before the patient had a chance to recharge it. The patient did not receive any high energy diagnostics or therapies, nor experienced any emi events; he went for a few days into the mountains by bus. At first they tried to find the ins a few times with the clinician programmer (8840), than with the patient programmer (pp) or recharger. They could not find the ins with one of the devices, there was no response from the ins. Therefore, they tried to find the ins with the antenna locate feature. The ins had to be reset with a physician mode recharge (pmr). After recharging it showed a power on reset (por) 0x2608. After programming with the 8840 the patient was receiving effective therapy again. A couple days later it was reported that the therapy impedances for the left was 990ohms and 3,346ma, and right was 1179ohms and 2,837ma. A short pmr was performed. The recharger started after one minute and automatically the normal recharge mode started, but the ins was already shut off again. The patient has to recharge every day now. Five days later it was reported that the ins was discharging at a rate of 2.12 days and 2.34 days instead of 8.88 days. The ins was now depleting at four times the expected rate, the pmr did not correct the issue, and there were no impedance issues. This appeared to be an uncorrectable ins issue and it was recommended that the ins be explanted. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the 8840 displayed telemetry failure and a message that stated "there was no response from the device. Reposition the programming head and press retry." Low impedance of 98 was reported with electrodes 2 and 3. The short on 2 and 3 were not used during the programming.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The conclusion code was updated.

Event description:
It was reported a few weeks later that the ins will be explanted on (B)(6) 2015. The ins will be returned to the device manufacturer.

Event description:
It was reported a month later that patient doesn¿t want the explant yet, and that he will wait. The physician will contact the company representative when the surgery is planned.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed the ins hybrid tantalum capacitor leaky. Confirmed the rapid battery depletion after a charge was performed. The rapid discharge was caused by high current drain in the hybrid from a leaky battery filter capacitor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that they made the replacement on (B)(6) 2015 because the patient was ill. The manufacturer representative would send in the ins.